Event description:
"Cement was injfected into canal. Pt's pressure dropped. Anesthesiologist got pressure back up. A few minutes later the pressure dropped again. Pt was revived." 04/11/06: info rec'd pt had expired several days later.